Manufacturer narrative:
Email is: (B)(6). One device was returned for evaluation. Visual inspection revealed the device in good condition. Review of the event history logs confirmed a cassette latch closed no cassette' message. Functional testing was performed and the reported issue was able to be replicated; the latch lock sensor was found to be intermittent. The root cause was an intermittent latch lock sensor. The latch lock camflex was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period., corrected data: h6: health effects.

Manufacturer narrative:
Other, a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the pumps cassette is partially unlatched. No adverse patient effects were reported by the customer".